Event description:
Customer reported he had a boat accident and the insulin pump got into the water. Customer stated the device does not turn on. Customer's blood glucose level was 180. No further information reported.

Manufacturer narrative:
Insulin pump passed the displacement test. However unit had moisture damage on electronics. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.